Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an instrument fractured during trialing as part of a knee procedure. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection of the returned item was performed and it was found to exhibit signs of repeated use nicked / gouged and has fractured on the lateral side of the post feature all pieces were returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. No change in root cause if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information reported.